Event description:
It was reported that during a cholecystectomy procedure, the trocar seal breaks when the surgeon tries to introduce the clip applier and the pt started losing pneumoperitoneum. The surgery was finished with the pneumoperitoneum loss, and there were no consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.